Manufacturer narrative:
Investigation into this event showed that subsequent testing of the sample yielded repeated positive results. Qc results were acceptable. Visual inspection of the sample revealed a fibrin clot. The customer refused further troubleshooting, and would not forward other requested info. Though the root cause of the event could not be determined, sample handling is believed to contribute to this event.

Event description:
A customer observed a non-reproducible false negative ahcv result for a pt sample tested on the eci analyzer. The false negative result was reported and later corrected to "indeterminate". False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.